Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced multiple unexpected restart alarms during normal use. The pump was not stored for an extended amount of time. The customer was asked to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the unexpected restart error test. No unexpected restart alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, cracked reservoir tube window, minor scratched display window and missing end cap sticker. Unable to perform the displacement test due to reservoir tube lip completely broken off.